Event description:
Related manufacturer reference number: 2017865-2021-32066. It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead exhibited over-sensing of noise, resulting in high ventricular rate episodes. The right atrial (ra) lead was also found to have exhibited over-sensing of noise, resulting inappropriate automatic mode switch. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.

Manufacturer narrative:
The reported events of noise and suspected insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported events.

Event description:
New information notes that the rv lead was suspected to have exhibited insulation damage, and was explanted and replaced on (B)(6) 2022, and will be returned for analysis. Inhibition of pacing was also noted due to the over-sensing. No patient consequences were reported.

Event description:
New information received notes an additional instance of over-sensing of noise on the right ventricular lead, which resulted in pacing inhibition. No additional intervention was reported at the time of the over-sensing and the patient continued to be monitored.

Manufacturer narrative:
Correction: b5: field should include correction to reflect additional instance of over-sensing of noise leading to pacing inhibition, which occurred prior to reported surgical intervention and additional lead allegations for the right ventricular lead. Additional information: d9: field should reflect product return date. Additional information: h3: field should reflect pending product analysis.

Event description:
New information received notes that the prior programming changes was a ventricular sensing adjustment and this change was made on 9 feb 2022. The over-sensing was unable to be reproduced. The patient will continue to be monitored and additional programming changes were planned. The patient remains stable with some episodes of dizziness noted.

Event description:
New information received notes that there was a new instance of over-sensing of noise noted on the right ventricular lead leading to inhibition of pacing, which led to the patient feeling dizzy intermittently. Programming changes were performed and the patient was stable throughout.